Event description:
It was reported that the staples did not fully fire and the patient was returned to the operating room after a colon procedure. No further information was provided.

Manufacturer narrative:
(B)(4) date sent: 12/12/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code used in the original procedure? Why was the patient returned? What is meant by ¿did not fully form¿? What surgical procedure was being performed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information received: I spoke to dr (B)(6) directly and this issue occurred during surgery - not after surgery. Dr (B)(6) fired the glc100 with a blue reload on colon and the staples deployed, but did not form. The staples deployed in the shape of goal posts. Dr (B)(6) then used a tx device to close the defect. No patient consequence. No other information available.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Corrected data; b1 (is adverse event), b2, h1. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury reportable event and is being considered malfunction.